Event description:
Customer reported a past low blood glucose event with the lowest level recorded at 46 mg/dl. Cause was not known. Customer consumed glucose tablets and fruit juice to address the low blood glucose, and it was suggested to consult a healthcare professional to discuss potential causes affecting blood glucose levels, which the customer acknowledged and understood.